Manufacturer narrative:
H2-3) the software analysis concluded that based on the information provided, this appeared to be an issue with hospitals network, this did not appear to be an issue with the software. According to the case description, the site had difficulties loading multiple exams on the system. Exams loaded with missing slices, exams were loaded through electronic picture archiving and communication systems (pacs). As per the information provided on 01-apr-2025, logs and scans were not available as site declined to provide them. However, it was confirmed that the reported behavior was due solely to an issue in the hospital network, there was no issue with exams or stealth. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were difficulties loading multiple exams on the stealth navigation system. The exams were missing axial slices and slices in both 2d and 3d views. This issue occurred with multiple exams and on multiple systems. There was no patient involvement. Additional information was received. It was reported that multiple exams were tested on this system and were found to have missing slices. Those same exams were then tested on other systems as a troubleshooting tool. The results were that those same exams loaded the same on multiple stealth's which pointed towards the images themselves. They were not direct complaints against the systems.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737 (software version: 2.1.0). H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.